Event description:
The customer reported that the collimator coned (closed) down. This error may cause the system to lockup. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage and interconnect cables were replaced. The system was tested and found to be working as intended and put back into service.